Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and recommended replacing the psol valve. The customer will complete the repair of the device.

Event description:
It was reported that during a repair, the service engineer found a ventilator to have pressure solenoid (psol) stuck error. The ventilator was not in use on a patient at the time the malfunction occurred.